Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0krqg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed the neurostimulator (ins) setscrew was backed out too far. The setscrew was able to be re-aligned and was able to be tightened down on to a known good lead.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the set screw in the head of the neurostimulator would not secure down on the lead. It was indicated as out of box failure. No injury reported.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was doing well and receiving benefit to the best of the reporter's knowledge.

Event description:
It was reported that the day the patient was implanted, the surgeon didn¿t do an impedance check intra-operatively or post-operatively. Post-operatively, a manufacturer representative was trying to program the patient, was not getting a response from impedances, and no activity was getting picked up. The manufacturer representative tried again and again, the patient was not feeling stimulation and the battery was on, so they had to go back into the operating room. They had to remove the battery to find if the connection came loose. The lead was no longer in the battery when the patient was opened up and they had to get another torque wrench, put the lead back in, and tightened the set screw down and heard the correct tightening noise. The doctor lightly tugged on the lead and the lead came out of the implantable neurostimulator (ins). The doctor wiped down the lead, tightened down the set screw, and heard the appropriate noise again, but when she tugged lightly on the lead, the lead came out of the header block again. The doctor tried this three times and determined that something was malfunctioning. It was believed that there was a header block or set screw issue. A new ins was opened and implanted and everything worked fine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.